Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reporter was worried that the pump was not working and wanted the pump checked. The patient had a computed tomography (CT) scan on 2014 (B)(6). Diagnostic testing was performed of checking the pump and logs on 2014 (B)(6). The cause of the event was reportedly due to the reporter being cautious. It was further reported that it was "not pump issue". The patient status at the time of the report was alive no injury. The pump system was being used to infuse lioresal. No symptoms or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).